Event description:
Epidural catheter placed by md. Unable to inject medication through catheter. Upon closer examination the catheter was found to have no hole in the tip. Initial catheter discontinued, new one placed with no problems. This is the 3rd time this particular anesthesiologist has seen this problem.